Event description:
Plaintiff following a rast test, was diagnosed as being allergic to latex. Plaintiff alleges sensitization to latex and as a result is subject to anaphylactic reactions to latex products, and has suffered substantial injury, pain and suffering as well as economic loss. Plaintiff further alleges suffering humiliation, anxiety, embarrassment, outrage, and other mental suffering and emotional distress. Spouse alleges loss of consortium including loss of support, svs and companionship.